Event description:
It was reported that a spectrum pump kept shutting down. When a new battery was tried it worked fine after that. This occurred during charging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is unknown. The only information provided is that this is a spectrum pump so the specific identifier is unable to be determined. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.